Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed a leak from the set dialyzer housing at the blood header. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the dialyzer header of a prismaflex tpe 2000 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.